Event description:
It was reported via international mm facility (canada) that the trach head cracked on one (1) size 6 cfn, cuffless fenestrated tracheostomy tubes. Limited info regarding the reported event was available. It is unknown how long the device was in use or what type of device maintenance was practiced. There was one (1) pt involved with no reported pt compromise. Two 6cfn outer cannulae is available to be returned to the MFR for identification,analysis and investigation. As of the date of this report the device has not been received by the MFR.